Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting intermittent capture despite maximum device outputs and decreased r-wave measurements. Microdislodgement was suspected and a lead revision was performed. The lead was repositioned without further incident. The physician commented that there should be a diagram of the ports of the header on both sides of the device, and also that he would like to be able to print the past three months of lead data. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.